Event description:
End user reported that she was walking down two steps with her 65650r rollator, to get to the street, holding on to the railing. She fell, hit her head and hurt her shoulder. User went to physical therapy for 4-6 weeks. End user believes that the bus strapped it down too tight and she thinks it caused the wheels to fall off. User confirmed that the rollator did not malfunction and the wheels did not fall off at the time of the accident. She contacted her dealer and had it fixed.